Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Critical random access memory parity error occurred on (B)(6) 2016. The por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that during a follow up interrogation, the device showed a warning that an electrical reset occured. A device check was preformed and everything was normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.